Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the hospital: "the customer noticed during the case that the one way valve was blocked. The one way valve was removed from the line and the case continued without incident." (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary gmbh requested the product for manufacturer's laboratory investigation. Visual inspection was performed. No abnormalities were detected. Sample was tested with slight air pressure under water. The valve works flawlessly. The tubing lines from both sides of the valve were removed in the hospital, thus the error; the blockage of the valve cannot be confirmed. According to laboratory, the valve was probably installed incorrectly. However, DHR of the complained product shows no wrong assembly since the direction controls of the valve was performed according to the process control form. Also product was received without tubing lines on the both sides and no related picture was received which indicates the wrong assembly. Based on the information above, complaint could not be confirmed. Trend search was performed for material 70104.9158, failure code 1008 component functionality problems and no additional complaint was found. Due to this information, no systemic issue could be determined. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).